Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs ipg was no longer working, connection between the ipg and the patient controller could not be establish. Consequently, surgical intervention was taken and the patient's scs ipg was replaced and the issue addressed.